Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during use with the clip delivery system (cds), the clip became caught in the chordae and could not be completely freed; therefore, the clip was deployed on the leaflets with the chordae, which is considered a permanent impairment to the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 60708u202) was advanced and the clip was deployed. After deployment the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at 4. A second clip was implanted lateral to the slda clip for stabilization, reducing the mr to 3+. The third cds (60712u105) was advanced to the medial side of the slda clip. During grasping, the clip became caught in the chordae. The shaft was noted to be bending periodically due to the entanglement with the chords. After 1 hour of troubleshooting, it was not possible to invert the clip, and retract to the left atrium; therefore, the clip was deployed with good leaflet insertion. The mr remained at 3+, and it was believed that some chordae remained in the clip. A fourth clip was implanted between the slda clip and the third clip without issue. The mr was reduced to 2-3, with four clips implanted, and the patient was confirmed to have a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported chordal entanglement during grasping resulting in difficulty positioning the delivery catheter (dc) shaft appears to be related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.